Event description:
It was reported that during a laparoscopic colon procedure, the device would not open and close properly. Another like device was used to complete the procedure. There was no patient consequence.